Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: 15-105052, item name: m2a shell, lot #:232650, item number: 103202, item name: taperloc stem, lot #:66290. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01812.

Event description:
It was reported patient underwent a hip revision approximately thirteen years post-implantation due to dislocation. The head and cup were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-ray review states that there is a right hip arthroplasty with superior dislocation of the femoral head. There is no fracture or abnormal lucency. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.